Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure a faulty energy tip on the vasoview hemopro 2 wouldn't seal and no energy coming through the tips to seal massive bleeding, opened a 2nd set of hemapro evh kit but couldn't control the bleeding. Had to open the patient leg.

Manufacturer narrative:
Trackwise #(B)(4). A lot history record review was completed for lots 3000244416, 25163320, and 3000232590 the last 3 lots shipped to the account prior to the event/aware date. For the lot # 3000244416, there was one (01) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure . For the lot # 25163320 , there were two (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure . For the lot # 3000232590, there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.